Event description:
On 08/01/2025, a sales representative reported a complaint via email regarding an ar-1926bcsp biocomposite pushlock anchor. No additional details were provided at the time of the report. Additional information was received on 08/12/2025: during a rotator cuff repair with augmentation (cuffmend) on 07/31/2025, the eyelet of the ar-1926bcsp biocomposite pushlock anchor was not properly secured to the implant and was subsequently removed and retrieved. The case was completed using a replacement ar-1926bcsp biocomposite pushlock anchor. The procedure was delayed by a few minutes to obtain a new implant, but no additional anesthesia was administered. No adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.